Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 02-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the fourth of four reports. Refer to 9611594-2018-00161 for the first event. Refer to 9611594-2018-00162 for the second event. Refer to 9611594-2018-00163 for the third event. It was reported the substitute blue top subglottic suctioning endotracheal tube had encountered a failure of the cuff. There was no reported injury.

Manufacturer narrative:
One sample device was returned inside open product packaging. The sample was received in generally clean condition. The sample was examined under ambient light conditions. No obvious damage or defect was observed. Inflation of the cuff was attempted. Successful inflation was achieved. The air was then withdrawn from the cuff. The entire sample was submerged in water and was again inflated to determine possible leakage. Based on absence of air bubbles in the water, no leakage was observed. The cuff, pilot balloon and inflation line were squeezed and manipulated. No leakage was observed at any point along the inflation pathway. A root cause was not identified. The device history record for the reported lot number, aa7331v01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 25-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.